Event description:
Site reported the light adjustable lens was explanted from the patient's eye as the patient did not return for any light adjustment treatments. Another lal was implanted during the exchange on (B)(6) 2021. Rxsight's first awareness of the event occurred on (B)(6) 2021.

Manufacturer narrative:
Site reported the light adjustable lens was explanted from the patient's eye as the patient did not return for any light adjustment treatments. Another lal was implanted during the exchange on (B)(6) 2021. Rxsight's first awareness of the event occurred on (B)(6) 2021. Device history record for the lens was reviewed. No issues were noted. The lens is in the process of being returned for evaluation.

Manufacturer narrative:
Site reported the light adjustable lens was explanted from the patient's eye as the patient did not return for any light adjustment treatments. Another lal was implanted during the exchange on (B)(6) 2021. Rxsight's first awareness of the event occurred on 12/1/2021. The explanted lens was returned for evaluation. Visual and optical testing verified the presence of a zone near the center of the lens. The presence of the zone is indicative of lens exposure to ambient uv light.

Event description:
Site reported the light adjustable lens was explanted from the patient's eye as the patient did not return for any light adjustment treatments. Another lal was implanted during the exchange on (B)(6) 2021. Rxsight's first awareness of the event occurred on 12/1/2021.